Event description:
It was reported to resmed (B)(4) that the ventilation hose disconnected from the stellar 100 unit and when reconnected, it delivered a high pressure to the patient's tracheostomy causing trauma. Per reporter, when the mom of a 24/7 ventilation dependent child was moving him from the lounge to his bedroom, the ventilation circuit became disconnected at the ventilator end. The mom immediately reconnected the hose back on the device and a high pressure breath was delivered. Since the patient has an inflated cuff around his tracheostomy, there was no escape for the pressure and the patient sustained some trauma shown by blood stained secretions throughout the night. At this time, there appeared to be no other clinical change.

Manufacturer narrative:
The device was received by resmed (B)(4) and is being returned to the design facility in germany for an engineering investigation. As indicated by the reporter, the device was used for a ventilator-dependent patient while the intended use is limited to non-dependent patients.